Manufacturer narrative:
The field service engineer replaced the ventilator¿s original nav-ring type front bezel with the new non-nav-ring front bezel to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Previous investigations have shown that liquid ingress due to the variability of the assembly process can cause the navigation ring to fail.

Event description:
It was reported to philips by a customer that the unit's nav-ring was malfunctioning. Based upon the information provided, the device being set-up for use with no delay to therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the customer stated the nav-ring had failed and does not respond to touch. The customer stated nav-ring issue has not affected the touchscreen (touchscreen fully operational). It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.